Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 205 units of insulin, and the insulin gauge decreased to 75 units and remained static. The customer reported blood glucose (bg) level was around 200 mg/dl when the reported event occurred. Additionally, the customer experienced an elevated bg level of 449 mg/dl, which was addressed with a correction bolus. Reportedly, the customer suspected the cause of the elevated bg level to be due to reintroducing wheat into diet. Recommendation was made to consult with health care provider (hcp) regarding diabetes management.

Manufacturer narrative:
The investigation has been completed and the reported fill estimate issue could not be confirmed